Event description:
It was reported that during implant procedure this left ventricular lead had to be relocated due to exhibiting high pacing thresholds and loss of capture, in this new site the lead exhibited placement difficulty, due to this it had to be changed, another lead was successfully implanted instead. No further adverse effects were reported.